Event description:
Boston scientific crm received information that this right ventricular lead dislodged. It was noted that the patient was noncompliant and both the family and physician elected to not reposition the lead since the patient was too high of an infection risk. Both the device and lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of this lead confirmed there were puncture holes and deformed conductor coils in the insulation at 231-233mm from the terminal pin. The lead did not pass the stylet insertion tested due to the deformed conductor coils. The lead did not pass the hipot and pressure testing due to the puncture holes in the insulation and deformed conductor coils. Resistance testing was then performed and the lead was found to be electrically continuous. Laboratory analysis was unable to confirm the field allegation that the lead dislodged, however the damaged to the lead found during analysis were induced during the explant procedure.